Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at the generator pack change, dislodgement and loss of capture were observed. As the sensing was acceptable, the lead remained implanted as it was not used for pacing. Noise has been observed. Programming changes were made. The patient was stable.